Manufacturer narrative:
Block h6: imdrf device code a090208 captures the reportable event of poor quality image. Block h9 (correction/removal reporting #). On october 3, 2023, boston scientific issued a product removal notice (97090504-fa) to recall certain batches of the exalt model d single-use duodenoscope following an increase in reports of poor image quality due to fluid ingress in the lens. To address this known, uncommon malfunction, boston scientific has implemented corrective changes for replacement exalt model d scopes.

Event description:
It was reported to boston scientific corporation that an exalt model d single-use duodenoscope was used during an endoscopic retrograde cholangiopancreatography (ercp) for treatment of choledocholithiasis on (B)(6) 2023. During the procedure, a film over the scope's lens was observed. This was described as honeycomb-like in appearance. Although visualization was obstructed, the physician was able to complete the procedure using the original scope. There were no reported patient complications as a result of this event.